Event description:
Pt admitted for aortic valve replacement. Pt prepared for procedure and when valve was placed, it leaked. The valve was removed and checked at bedside and verified that it did not work properly. The aortic value was redone. FDA safety report ID# (B)(4).